Manufacturer narrative:
The oad was returned to csi. No damage or abnormalities were identified with the driveshaft or crown that could have contributed to the report event. Diagnostic analysis identified a stall event on low speed. Further analysis identified biological material accumulated on the driveshaft at the tip bushing section. The morphology and exact root cause of the accumulated biological material was unable to be determined. It's unknown if the stall event and biological accumulation were related to the other reported complaints. Csi ID: (B)(4).

Event description:
A stealth 360 orbital atherectomy device (oad) was used to treat a lesion in the anterior tibial artery (at). The oad stopped spinning during treatment which cause a vessel spasm resulting in the crown being stuck in the vessel. The oad and guide wire were removed. The distal at was observed to have a perforation and slow flow. No intervention was performed due to the calcification of the at. According to the physician, there was adequate flow to the foot via the posterior tibial artery and peroneal artery. The patient was stable.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels, slow/no flow, and vessel spasm are a potential adverse event that may occur and/or require intervention with use of the system. Suggested health effect clinical code: vessel spasm. Suggested health effect clinical code: slow/no flow.